Manufacturer narrative:
The field service engineer (fse) found liquid on the left side of the act 5 diff instrument upon his arrival and found the reagent leaking from the reagent syringe as stated by the customer. The fse checked the vl1 to vl11 valve function and noticed the reagent syringe plunger was stuck in the base that holds them by dried reagent. The fse stated the plungers should float in the holder but the dried reagent was causing them to angle and leak. The fse removed the plunger, cleaned the dried reagent from the holder and resolved the leak from the reagent syringe. During verification, the fse recovered high rbc and hct and low mch and mchc results on qc controls. The fse performed an extended cleaning and shutdown which corrected the high rbc and hct and low mch and mchc results recovered on qc controls which returned to previous runs prior to the service call for the leak. (B)(4).

Event description:
While running startup, the customer reported a leak from the left side of the coulter® act 5diff cap pierce (cp). The volume was reported as about 10 ml of reagent leaked from the reagent syringe and the leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous patient results were generated.